Event description:
On (B)(6) 2011, the lay user/patient¿s spouse (reporter) contacted lifescan (lfs) alleging his wife's onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient's spouse on (B)(6) 2011 and obtained the following information. The reporter could not specify when the alleged issue first started, but claimed that she had been getting high blood glucose readings on the subject meter for "quite a while." On (B)(6) 2011 at an unknown time in the morning, the patient reportedly tested on the subject meter and received a blood glucose reading of '281mg/dl' before breakfast which was high compared to her feelings. The reporter advised the mss that the patient manages her diabetes with a combination of pills and insulin but could not recall the names and doses. The reporter stated he administered 15 units of 75/25 insulin in response to the alleged high result and approximately at noon that same day the patient became "dizzy, delirious, and sweaty." The reporter stated he contacted the paramedics immediately and denied testing her blood glucose at that time. When the paramedics arrived and tested the patient on the hcp meter a value of '20 mg/dl' was reportedly observed. He claimed the patient was treated with a glucagon shot at approximately 1-2pm and was taken to the emergency room for additional testing and treatment. The reporter could not recall the form of treatment the patient received at the hospital nor the blood glucose values obtained but stated the patient was released that same day at an unknown time. The reporter stated they purchased a new meter (trutrac) on that same day and claimed that the trutrac meter read '80mg/dl' and then tested on the subject meter within 30 minutes and obtained a value of "140mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The time that these tests were taken is unknown. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the samples were obtained from the same approved site. The subject test strips were unexpired. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(6) 2011 with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. The meter involved with this complaint has also been returned and was evaluated by pa on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.